Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1100 mg/dl. The customer was getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but there was no tubing clamp for the high pressure test. The nurses stated that they would conduct the high pressure test and have the customer resume insulin pump therapy. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.